Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revised to address failure due to aseptic loosening of the femur and tibial components.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthese considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed 03 jan 19. 0 non-conformances on this lot number. Final micro and sterility tests passed. H10 additional narrative: corrected: the previous reported device code loose or intermittent connection is being corrected to loss of or failure to bond.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed 03 jan 19. 0 non-conformances on this lot number. Final micro and sterility tests passed. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.